Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with two (2) non-vented high-volume inlets. The events were further described as ¿the inlets are not occluding the lipid when it is not in use and allowing some lipid to be pulled into fluids in which they don't belong.¿ it was further reported that when they tried to configure the tube set and bypass the lipid ports it was just pulling air causing air in line issues. This issue occurred during compounding when running bags that were supposed to be clear normal saline (ns) and dextrose 5% in water (d5w) which appeared murky and cloudy from lipid contamination. As a result, cloudy solutions were discarded. Tpns (total parenteral nutrition) with lipids were in range so they were dispensed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.